Event description:
During a surgical procedure a paint chip fell into an open incision. It was removed and the incision was cleaned. Technician came and touched up chipped areas. Manufacturer response for stellar xl led surgical lights, stellar xl led surgical lights (per site reporter). Rep contacted onsite for repairs.